Manufacturer narrative:
A more complete description of the incident described in the medical device report including relevant events prior to and subsequent to the actual incident. A telephone call on 9/7/07 with the initial reporter did not impart any additional info other than that which was reported in the user facility report. Prior to the receipt of the medwatch and subsequent request for add'l info from your office, our clinical specialist interviewed a clinician at the hosp and the following was discovered: the bag setup for this pt included 6-8 1pm of gas driving the nebulizer treatment between the resuscitator bag and the pt. There was no oxygen flow being delivered to the bag. The clinician was asked if this was normal practice, to which it was reported that some therapists use flow and some do not. It was stated to the clinician that this setup would cause a very large pressure gradient within the system to which the clinician agreed. The clinician reported that this event or potential of it has been found with all resusictation bags used in the facility. The clinician went on to report that it has since become policy that nebulizer treatments are no longer bagged into pts via resuscitation bags at this facility. Based on the info to-date, we believe that by introducing a flow of gas to the pt side of the pt valve caused the valve to invert, thus making it difficult to allow the pt to exhale. The lack of flow of gas into the bag exacerbates this situation. A copy of all current labeling for the device, including directions for use, caution statements, technical manuals and product performance reports. Refer to page 5 of 12. The primary and secondary causes of death as described in the autopsy report, if an autopsy report was performed. In a 9/7/07 telephone call, the initial reporter indicated that hosp policy would prohibit them from releasing any autopsy info if one was even performed. The initial reporter indicated that the pt's family declined an autopsy from being performed. A more complete description of investigation, eval, failure analysis and/or lab testing, including data on specific components involved, as applicable, methodology (ies) used for analysis and/or testing, and follow-up efforts taken to date. Please include a copy of any investigation, eval, failure analysis, and/or lab testing summary relevant to the reported event. Please refer to the attached (page 6 of 12) copy of complaint eval (previously submitted as part of MFR report #2246980-2006-00003 submitted on 12/7/07 for valve inversion due to high back pressures. Also attached (pages 7-11 of 12) are engineering tests previously conducted to test our resuscitation bags to iso 10651-4:2002 criteria. If the pt or device problems (including any failure analyses) noted in this report are part of a trend analysis, please provide a complete list of all related MDR access numbers, as well as the basis for their inclusion in the trend e.g. Common clinical presentation/observation, common component, common mfg process, known failure mode, etc. We have been trending all product complaints on an annualized basis now for approx three yrs. The table attached (page 12 of 12) shows this trending for our resuscitation products that employ the pt valve subject to this report. This trending includes all complaints involving the products of which one MDR report filing was made for a similar failure mode. - MFR report #2246980-2006-00003 submitted on 12/7/07 for valve inversion due to high back pressures. The other filings are under: - MFR report #2246980-2004-00001 submitted on 3/4/04 for a malfunction in the manometer. - MFR report #2246980-2004-00002 submitted on 3/1/04 for a malfunction of the pt interface connector. - MFR report #2246980-2005-00002 submitted on 4/6/05 for a malfunction of the pt interface connector. - MFR report #2246980-2006-00002 submitted on 8/10/06 for a broken pt interface connector. - MFR report #2246980-07-00001 submitted on 4/26/07 for an event involving no air escaping from bag while being used. - MFR report #2246980-2007-00002 submitted on 8/30/07 for a stuck exhalation valve in the bag. Test performed/eval: ten bags were pulled from vn3100mb-2b, lot #65072 (same lot of pt valve as the bag in question). Other bags were also pulled and tested. A total of 14 bags were tested using the method used to create the problem in the field. One duckbill was inverted, but at a pressure of >200 cm h2o. At the time of inversion the diaphragm portion ballooned/stretched, pulling the lip of the duckbill passed the rim of the inside of the pt valve, and hung up. Four samples were returned from the hosp including the bag that was involved in the incident. Refer to the attached eval for details. Conclusion: duckbill inversion only occurred on 2 bags out of a total of 18 bags and only at a pressure of above 200 cm h2o. Once the bag involved in the incident was cleaned, I was unable to invert its valve at any pressure. Complaint eval signed and dated in 2006. The attached eval: eval of samples returned from the hosp, 11/10/06. Bag a. We were able to invert the valve, however, the pressures required to invert the duckbill were never below 260 cm h2o. Also, delivering that pressure did not always cause the inversion. Bag b. We were unable to invert the duckbill with any amount of pressure applied by squeezing. Bag c. Same as bag b. Bag d. (Contaminated) used on pt. Valve came inverted. Blood/secretion noted inside valve on pt side of the duckbill, manometer side of duckbill and inside exhalation port on the pt side of the filter. Prior to cleaning, we were able to invert the valve at a pressure of 125 cm h2o. After cleaning, we were unable to invert the valve with any amount of pressure applied by squeezing. (More)